Event description:
It was reported that during a revision surgery following a thr (the manufacturer is unknown since the devices are implanted 10 years ago), a binding cable of a accord 2.0mm cobalt chrome cable suddenly broke during the operation, which frightened the surgeon and questioned the product quality. There was a delay of 30 minutes or less and the procedure was finished using a smith & nephew back up. Patient was not harmed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The contribution of the device to the reported event could not be corroborated. A visual inspection of the returned device confirmed the stated failure mode. One side of the cable was broken, rendering the device inoperable. The rest of the broken device was not returned. A review of complaint history did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. The anticipated risk level is still adequate. Some potential probable causes for this event could include but not limited to surgical technique or implant failure. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.